Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated the reported image resolution poor was related to patient and procedural conditions as imaging was reported to be difficult due to patient anatomy and mobile pacemaker lead. Difficult or delayed positioning associated with leaflet grasping, migration associated with the clip being partially attached to posterior leaflet upon deployment and subsequently detaching from the posterior leaflet and only attached to the septal leaflet and chordae of the posterior leaflet (entrapment of device) appears to be due to the patient conditions (large gap from restricted leaflet from the mobile pacemaker lead) and therefore, related to off-label use. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tricuspid regurgitation. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4-5 and a previously implanted pacemaker. It was noted that imaging was difficult. An xtw clip was prepped and inserted and grasping was performed. However the leaflets were unable to be grasped. After repositioning the clip, a successful grasp was achieved. Upon deployment clip was fully attached to the septal leaflet and partially attached to posterior leaflet and/or chord. However, after deployment, it was observed that the clip had migrated and was only attached to the septal leaflet and the chordae of the posterior leaflet. Physician was able to snare the clip and remove it without causing any tissue damage. There was no clinically significant delay in the procedure.